Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. No device logs ere received and no parts were replaced. The reported issue was solved by cleaning membrane of the inspiration pipe. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. The root cause of the reported issue was traced to dirty membrane of the safety valve.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated technical error code indicating open safety valve. There was no patient harm. Manufacturer ref. #: (B)(4).